Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's child reported that the patient was asymptomatic but was taken to the hospital because they were concerned about their low readings. It is unknown which device (cgm or bg meter) was showing low readings during the time of the event. At the hospital, the cgm was displaying 104 mg/dl and the bg meter was 40 mg/dl. The patient's child was not able to provide information about what treatment was provided to the patient at the hospital. The patient was in the hospital for a couple hours. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.